Manufacturer narrative:
Investigation summary: bd received one (1) sample and two (2) photos for investigation. The photo and customer samples were reviewed and the indicated failure mode for molding defect - short shot was observed. Additionally, retention samples from bd inventory, were evaluated by visual examination and the issue of molding defect - short shot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect - short shot. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use of the bd vacutainer® k2e 3.6mg plus blood collection tubes, it was observed that the cap was deformed on one (1) tube. There were no health impact or consequences reported.